Event description:
It was reported that the bd alaris smartsite gravity set had separated. The following information was provided by the initial reporter: the tubing has come out of the port sites rendering the IV tubing null and the tubing not continuous, sterile, nor closed.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10802688 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.